Manufacturer narrative:
The reported events of late seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are a small late seroma, capsular contracture, baker grade unknown, hardness, wrinkled in places, and exchange from textured implants to smooth implants due to voluntary market withdrawal. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side "fluid collection," "small seroma and contracture," baker grade unknown and "feels hard in places," "wrinkled in places," and desire to exchange textured implants for smooth implants. Device remains implanted.